Manufacturer narrative:
The device will be returned to arthrocare for investigation.

Event description:
In 2008, a clinical incident involving a procise xp plasma wand was reported to arthrocare corp. During an adenoidectomy procedure, the pt was reported to have sustained a burn to lip. The pt's burn was treated with ointment.